Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited backup mode. Upon interrogation, a message appeared on the screen "device in hardware backup". Data was unable to be downloaded or retrieved. Upon a second attempt to interrogate, a new message appeared saying that the device was in backup vvi mode. Device explant was discussed, as the device had reached the elective replacement indicator. The patient was stable.